Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a 90% stenosed right posterior descending (pd) artery, a mid left anterior descending (lad) artery, a mid left circumflex (lcx) artery and a mid right coronary artery (rca). On (B)(6) 2015, a 2.25 x 15 mm xience prime sv stent was implanted in the right pd. A 3.0 x 23 mm xience prime stent was implanted in the mid lad. A 2.75 x 33 mm xience prime stent was implanted in the mid lcx. And a 3.0 x 38 mm xience prime stent was implanted in the mid rca. On (B)(6) 2014, 8 month, and (B)(6) 2014 one year follow-ups, respectively, no adverse patient effects or device malfunctions were observed. On (B)(6), the patient had angina and returned to the hospital where restenosis was observed in the stent in the right posterior descending artery. The restenosis was treated with balloon angioplasty. On (B)(6) 2015, the event was resolved. It was confirmed the patient had stopped dual antiplatelet therapy on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Angina and stenosis are listed in the xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).